Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data files were provided for review. Review of the provided data files showed 4 total resets that are not indicative of a device malfunction; but are indicative of external interference, caused by a high-powered radar sweep. Unfortunately, this cannot be firmly established through the logs or a device evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.